Manufacturer narrative:
The initial reporter phone and address were not provided.

Event description:
Advocate stated that the customer received a blood glucose result of 270mg/dl. His blood was re-tested on a different meter and the reading was 130mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.strips are to be returned for evaluation.replacement meter and strips were sent.